Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leak found at extension tube fitting during infusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed, but the root cause could not be determined from the returned video. One video of a leaking powerloc infusion set was returned for evaluation. An initial visual observation of the video showed an infusion set inserted into a patient¿s chest with dressing around the needle entrance point. A slip-fit syringe was attached to the luer of the infusion set. Leaking from the luer was observed during an attempt to infuse a clear liquid into the infusion set using the syringe in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.